Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The 190cm filterwire ez emoblic protection system was placed in an unknown vessel, however the device was not used as the physician was unable to retract the filter loop back into the ez retrieval sheath. An ez bent tip retrieval sheath was used to remove the device. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was further reported that the treatment was angioplasty of a distal lesion bypass to treat "simple stenosis".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).